Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a shunt in a severely tortuous vessel. A 4.0 mm x 20 mm x 40 cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.